Manufacturer narrative:
.

Event description:
A site reported that a pt being ventilated on an ivent appeared mottled following a CT scan. Initial info received stated that the ivent allegedly did not alarm, however, the hospital risk manager could not confirm that fact. A code was called. Pt was reportedly listed as dnr, however, resuscitation measures were taken. The pt was stabilized and moved to the ICU. The pt was subsequently found to be brain dead and life support was withdrawn. The pt reportedly expired. There is conflicting info received from the hospital that a packaging cap was inadvertently left on the ivent breathing circuit while in use. The unit was returned to ge healthcare for investigation. An analysis of the logs indicated the unit was not in use on the date of the alleged event. The hospital was informed of the findings and requested a second ivent be investigated to ensure it was not the unit used during the alleged event. Ge healthcare is awaiting the return of the unit and/or log download.